Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called as the communicator showed a yellow call doctor icon. The company representative opted for a power cord replacement. The patient received the new power cord and states that the communicator still showed a yellow call doctor icon flashing. The patient did a troubleshooting. However, the new power cord is hot to touch. The company representative advised the patient to disconnect the power cord and opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported.